Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon broke off inside, I may have to go to the hospital to get it out [foreign body in reproductive tract]. Tampon broke off [device breakage]. Consumer reported via ratings & reviews site that a tampon broke off inside. No serious injury was reported.